Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/5/2021 h.6. Investigation: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for damaged holder was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and the issue of damaged holder was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged holder. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that 2 bd vacutainer® one use holders had a short shots molding defect. The following information was provided by the initial reporter: "this is a report about damaged holders."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® one use holders had a short shots molding defect. The following information was provided by the initial reporter: "this is a report about damaged holders."